Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. An alarm occurred from the dialysate delivery system during a routine hemodialysis treatment. Rinseback was not performed, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback as directed. The user's guide instructs the operator to promptly rinseback the pt's blood in the event of an unrecoverable alarm. A direct correlation between nxstage system one and the reported blood loss cannot be established. This report is considered closed.